Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was unable to review due to error code. During the functional testing, the customer complaint of ¿it was reported that the screen turned red- pump stopped infusing and it was found out during infusion¿ was confirmed. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The cause of the reported issue was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the screen turned red- pump stopped infusing and it was found out during infusion. There was a patient involvement but no patient harm.